Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. This complaint was received via a third party (varian). The customer would like to establish why the recording of kv setup fields in mosaiq are displaying the original couch position where the image captured, and not the shifted treatment position. The customer was expecting to see the shifted position. It was ascertained that the customer looked at the record of kv setup field in the treatment chart window. The couch positions recorded for the kv setup field were at the image acquisition positions and not at the positions after the shifts were made. If the customer would like to see the shift information for the kv setup field, they will need to go to the image list window. Elekta have confirmed that the customer was using the correct workflow when interfacing with varian truebeam. Mosaiq did not have any malfunction and is working as designed and intended and based on the available information there has been no mistreatment.

Event description:
This complaint was received via a third party (varian). The customer would like to establish why the recording of kv setup fields, mosaiq is displaying the original couch position where the image capture, and not the shifted treatment position. The customer was expecting to see the shifted position.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the couch position is not saving back correctly to mosaiq.